Manufacturer narrative:
Although requested, the device was not returned for evaluation. A review of the device history record (DHR) did not identify any anomalies or nonconformities that could be related to this event. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, user related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have contributed to the event.

Event description:
It was reported that during implantation of an intraocular lens (iol) into the left eye, a haptic ripped off the iol. The lens was removed, a backup lens was implanted, and the wound was closed with a 10-0 nylon suture. In the surgeon's opinion, the most likely cause of the event is the lens loaded incorrectly and haptic was pulled off in the eye. The patient has recovered.